Event description:
It was reported the patients blood glucose level rose to 275 mg/dl while wearing the pod between 4 and 24 hours. The patient tried to do a correction but blood glucose was still high.

Manufacturer narrative:
The device was returned with the exposed portion of the soft cannula stretched. It could not be determined when or how this damage occurred. Fluid was unable to flow through the flattened cannula. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.